Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 500mg/dl. The customer passed out after their high blood glucose was elevated. Customer treated with antibiotics. The customer performed the pump self test but could not troubleshoot further. No further details given.